Manufacturer narrative:
Pump passed the displacement, motor error alarm during basic occlusion test due to loose or flush drive support disk. The motor was tested outside of the device and passed. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for motor error and found that there were alarms in pump history. The customer was able to complete the rewind sequence but the pump alarmed again. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.